Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced fluid loss from the cuff. A surgical procedure was performed, during which the existing aus was removed and replaced. No patient complications were reported.